Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnection from a medication bag which resulted in a leak. After completing compounding of a chemotherapy bag, the bag was connected to the clearlink system continu-flo solution set and then the disconnection occurred when the chemotherapy bag was moved from under the pharmacy hood. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.